Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4) case subject: npi 8015 error 133.6080 account name: (B)(6) hospital account #: (B)(4) asset name: 8015bd pcu dom v9.33.1.2 a/b/g/n asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: biomed has a 8015 unit giving her a 133.6080 error. Sn: (B)(4) failure device type: alaris system instrument failure problem type: 8015 failure mode: see case notes case resolution: let biomed know that the 133.6080 error can be caused from a low battery. Biomed charged the unit and did not get the error. Error due to low battery charge. Biomed ended call.